Event description:
It was reported that the valvuloplasty balloon was difficult to deflate after the first inflation (atm unk) in the aortic valve. The balloon remained inflated for 2-3 seconds. The balloon was inflated and deflated again and was removed from the aortic valve. During retraction, the balloon catheter was difficult to retract through the sheath. No further treatment was provided. The pt coded during the procedure but was resuscitated. The pt is reportedly doing well at home.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has not been returned to the MFR for eval. The investigation is currently underway.